Event description:
The customer alleged they received questionable ion selective electrode sodium results for one patient on their b123 analyzer. The patient's initial sodium result was 121.0 mmol/l accompanied by a data flag and it was reported outside the laboratory. The sample was repeated on another b123 analyzer, serial number (B)(4), and the result was 130.1 mmol/l accompanied by a data flag and it was reported outside the laboratory. The customer could not determine which result was correct with respect to the patient's clinical picture and there were no tests performed in the laboratory for comparison. The patient was not adversely affected by this event. The sodium electrode lot number and expiration date were not provided. The field service representative went on site and performed comparison tests between the two analyzers.

Manufacturer narrative:
A root cause could not be determined with the information provided. The patient's sample was not available for investigation. The quality control results were within specification. An investigation of the sodium result from the b123 with serial number (B)(4) showed an abnormal signal characteristic contributing to the higher result. A review of the signal characteristics of other measurements on this b123 did not show the abnormalities, indicating a systematic issue was not present. The signal characteristics of the b123 with serial number (B)(4) also did not show the abnormalities. The field service representative's comparison tests could not reproduce the discrepancy/ the customer material meets specification, no problem could be found.

Manufacturer narrative:
This event occured in (B)(6). For the medwatch on the b123 analyzer with serial number (B)(4), refer to the medwatch with (B)(6).